Manufacturer narrative:
(B)(4). Date sent: 3/20/2017. Batch # m56398. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a whipple procedure the stapler only cut and partially stapled. Unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56398. The analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned unfired. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.